Event description:
It was reported that the insulin pump alarmed an error. While the customer was trying to perform troubleshooting, the screen of the insulin pump froze. The customer's blood glucose level was 110 mg/dl. The customer stated that there was no response from any of buttons. The customer stated that the screen is not completely blank; there is a black circle. The customer stated that the insulin pump was alarming so they took out the batteries because they did not want to listen to the beeping. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No other error alarms were noted. However, the insulin pump was received with intermittent button response due to corroded keypad traces. There were no unexpected check settings alarm or black circle on the display during testing. The insulin pump was tested with a test keypad and no frozen display was noted. Also, the device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and a cracked lcd window.